Event description:
Event description boston scientific crm received information that the ventricular lead model 4456 had loss of capture. The threshold was greater than 5 volts. There were no adverse patient effects. During an invasive procedure, the lead was checked and did not appear to have moved from its originally implanted position.